Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a physician observed no flow in a large volume infusor. The prescribed drug was not released from the infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date -- (B)(4). The device was not returned, however a photograph was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. For the reported no flow issue, a functional flow rate test must be performed on the physical sample in order to verify the flow rate accuracy of the device. Therefore, the reported condition could not be verified via the images. Should additional relevant information become available, a supplemental report will be submitted.